Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently shutting down unexpectedly. Additionally, it was reported that when the customer would attempt to charge the pump, the pump would turn off and on and make a strange screeching sound before shutting down completely. During troubleshooting, tandem technical support confirmed hearing the "strange screeching noise." Reportedly, due to this issue, the customer was unable to access pump features. Customer's blood glucose was 300 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, no failure was identified.